Manufacturer narrative:
The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. If additional information is received a follow-up report will be submitted. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial long biopsy or CT guided percutaneouos biopsy

Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient received a chest tube and was hospitalized and released. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.